Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the duodenum in an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2017. According to the complainant, during unpacking, it was noted that the catheter was frayed at the end. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.